Event description:
It was reported that the patient had good stimulation coverage in their painful areas, but the patient had lost pain relief. There was less than 50% therapeutic effect. The patient had reprogramming done in the past and would have good coverage, but no relief. An explant was planned. It was further reported that the explant occurred and was successful.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead (B)(4).

Manufacturer narrative:
Upon further review, (B)(4) has been added to more accurately reflect the previously reported information.